Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion as located in the non tortuous and non calcified mid left anterior descending artery (lad). The lesion was predilated and then a 2.75x20mm promus element stent was successfully deployed in the lesion at nominal pressure; however, it was noted that after deployment, the stent "shrunk" length wise. The lesion was postdilated and then another promus element stent was deployed in the lesion to complete the procedure. No patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).